Event description:
It was reported to philips that host pc failed to auto boot multiple reboots and part replacements performed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii no hdd and hard disk spare part, reloaded software, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).